Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient received a low voltage alarm while on the mobile power unit (mpu). The controller was exchanged but the alarm persisted on ac power. Log file analysis showed multiple no external power alarms while on the mpu on (B)(6) 2020. A tear was found in the mpu cable. The mpu was exchanged and the low voltages alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the mpu alarming for loss of external power, was confirmed when the unit was evaluated by technical service. The outer jacket on the patient cable on the mpu was damaged ¿ indented and torn. The patient cable had likely been mechanically damaged ¿ crushed (stepped on or rolled over). The internal wires in the damaged area were examined and there were indications of wire breakage. However, there were no indications of electrical shorting between damaged wires. The mpu was repaired by replacing the patient cable assembly. The unit was functionally tested and returned to the customer. There were no incidental findings. The damage to the patient cable resulted in multiple internal wires being broken. However, there were no indications of electrical shorting between wires or the shielding ¿ no burn marks or charring on the insulation or strands of the wires or shielding. The mpu assembly (pn 108285) was made in jun 2019. The unit was packaged (pn 100159807) and placed into stock on jul 16, 2019. The unit was sent to the customer on aug 30, 2019. The unit had no previous services. Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 instructions for use (IFU). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook (p.80) and the heartmate 3 IFU (p.3-38). The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." No further information was provided. The manufacturer is closing the file on this event.